Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were inaccurate. The customer did not know how the pump date and time became inaccurate. Customer's blood glucose level was 207 mg/dl. Reportedly, the pump time and date were successfully adjusted to be accurate.